Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated that whenever she walked through a (B)(6) or (B)(6) she would get shocked or jolted. The patient stated that she has been shocked by these metal detectors multiple times. Whenever the patient went there she would get shocked. No further complications were reported. No additional patient symptoms were reported.